Manufacturer narrative:
The device will not be returned for evaluation as the coil was implanted in the pt and the pushwire was discarded. (B)(4).

Event description:
It was reported the coil prematurely detached during procedure and the physician was able to push it into the artery with a guidewire. No pt injury reported.